Event description:
Same case as MDR ID: 2134265-2015-04315. It was reported that a hemostasis valve leak occurred. A watchman double curve access sheath and a 24mm watchman laa closure device and delivery system were selected for a left atrial appendage closure (laac) procedure. The watchman access sheath was prepared by closing the valve and flushing as well as covering the valve with a thumb while flushing. During the procedure, it was noticed while crossing the septum that the hemostasis valve of the watchman access sheath could not be closed properly. Due to this, the 24mm watchman laa delivery system was noted to be kinking after a partial recapture and then a full recapture. The 24mm watchman laa delivery system could not be advanced any further, therefore the watchman access sheath and the watchman laa closure device and delivery system were removed and replaced with new devices with a successful outcome. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with a dilator inside the shaft. There was blood in and on the hub and shaft. There were numerous kinks throughout the shaft. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded. It could not be determined when the thread damage occurred. The valve was opened when received. The valve was closed successfully and functional testing was completed by injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04315. It was reported that a hemostasis valve leak occurred. A watchman double curve access sheath and a 24mm watchman laa closure device and delivery system were selected for a left atrial appendage closure (laac) procedure. The watchman access sheath was prepared by closing the valve and flushing as well as covering the valve with a thumb while flushing. During the procedure, it was noticed while crossing the septum that the hemostasis valve of the watchman access sheath could not be closed properly. Due to this, the 24mm watchman laa delivery system was noted to be kinking after a partial recapture and then a full recapture. The 24mm watchman laa delivery system could not be advanced any further, therefore the watchman access sheath and the watchman laa closure device and delivery system were removed and replaced with new devices with a successful outcome. There were no patient complications and the patient's status is fine.